Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) [erbe] kept faulting. Technical support engineer (tse) reviewed the logs and found multiple c-33 and customer said it was getting c-00 on the erbe. Prior to calling in the customer power cycled the erbe, and error came back at power up. Tse had the customer hard power cycle the erbe, and error came back again at power up. The customer has a vision tower that wasn't being used and will bring that into the room to use. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site to service system for hard c errors at start up. Fse was able to replicate the issues. Fse replaced integrated electrosurgical unit (iesu) [erbe] to resolve issue. Fse not able to test drive system due to only tower was provided for service. Fse confirmed functionality using erbe test kit. Erbe passed all tests using erbe generator kit.. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrical surgical unit (iesu) was analyzed and the following was found: the reported issue was able to be confirmed using artemis; error c-33 logged in artemis. Inspection during fa process was able to replicate the reported event; unit tested on system, produces c-33 error upon startup. In same error window, c-33 changes to c-00 within 10 seconds. Erbe logs contain c-00 errors. Upon visual inspection, unit found to have notable scratching on left and right sides of housing shell, along with some damage to heatsink finish on the right side of heatsink fins. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a problem in electrical and fiberoptics defects on the integrated electrosurgical unit (iesu) [erbe]. This issue can be resolved by replacing the erbe.